Event description:
A customer reported to beckman coulter, inc (bci) that one of their pt's samples was giving rise to tsh (thyroid stimulating hormone) results that were not reproducible on their access 2 immunoassay system. The customer analyzed a particular pt's sample and got an original result that was high. They repeated the analysis a few times and got results that were lower. The customer indicated that qc (quality control) was run both before and after the event and the qc results were within specs. No pt results were reported outside of the laboratory. Additionally, the customer indicated that they were experiencing vacuum and alignment problems. There was no report of death or serious injury or any change to pt treatment associated with this event, however, a malfunction did occur.

Manufacturer narrative:
The bci hotline rep noted that there were qc flags on multiple analytes. A bci fse (field service engineer) was dispatched to the site and performed troubleshooting. Several hardware issues were addressed; the fse changed bearings in the wash carousel, and replaced a y-fitting in the line from the wash tower to the vacuum bottle, which was leaking slightly. The fse also noted that the centrifuge was located on the same counter next to the access instrument, which could cause vibrations of the access instrument when the centrifuge was in use. The fse requested that the customer move the centrifuge to another location and they complied. The fse performed a system verification protocol that passed. Although these measures resolved the problem, a clear root cause was not determined. This reportable event was identified during a retrospective review of complaints conducted from jan 01, 2008 through oct 23, 2010 for add'l reportable events.